Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan. 22, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. One haptic was observed to be damaged, and the other was observed to be detached. The lens halves were cleaned revealing a folding line on one lens half. The lens was forwarded to the manufacturing site for drill hole diameter and depth measurements and was found within specifications. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) trailing back haptic was severed off the lens during injection into the right eye. The lens was fully inserted but subsequently removed and replaced with a back-up lens during the same procedure. It is unknown if the damage was due to use error. There were no unplanned medical or surgical interventions, such as vitrectomy, incision enlargement, or sutures. The current patient outcome is unknown. No further information was provided.